Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of chest pain and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of excessive salivation, stomach cramps, chest pain, dizziness and itching of the mouth and jaw. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018. The treating doctor did not consider the event was serious or life threatening to the patient.